Event description:
On 9/15/96, the 75 yr old lady, 1 day post-op, pulled out her naso-gastric tube. The primary nurse reinserted the tube. The 3-11 pm primary nurse noted respiratory distress with a resp. Rate of 36 and pulse oximeter reading of 80%. She questioned the n.g. Tube placement and attempted 4 different reinsertions prior to reconnecting the tube to the drainage. Early 9/16, chest x-ray and CT scan showed abnormal position of the n.g. Tube through the respiratory tract into the posterior costophrenic gutter. A #20 chest tube was inserted on 9/16/96 with resolution of the pneumothorax.